Event description:
During the re-map phase at the end of the procedure, the catheter became entangled in the left atrium and ruptured. When trying to untangle the catheter, it partially ruptured. Once the catheter was debrided, it was removed normally as it could pass through the introducer again.

Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. No visual anomalies were noted.the reported fractured in the catheter shaft could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fractured shaft remains unknown.